Manufacturer narrative:
This is the final report.

Event description:
A report was received, the patient underwent a pocket revision due to pain at the pocket site and having difficulty charging. The patient's ipg was implanted in her buttocks. The physician made the pocket shallower and repositioned the ipg to lay flat. The patient is reportedly doing well following the procedure.